Event description:
A report received from the USA stating that during service it was found that the device had a damaged cord. The date of the event is unk. It is not known if the device was used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).